Event description:
It was reported that during pre-surgery testing it was observed that the impactor device was not working ¿ would not fire. During in-house engineering evaluation it was determined that the trigger of the device was difficult to press/depress. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device did not work was confirmed. An assessment was performed, and it was found that the device passed visual inspection. The impactor device was functionally assessed, and the trigger was observed to be difficult to press/depress. It was determined that this failure was consistent with lack of lubricant. The impactor trigger was lubricated per instructions for use (IFU), and the trigger was able to press/depress without difficulty. Also, the impactor did not impact due to unknown reasons. The assignable root cause for the trigger difficulty was determined to be due to improper handling ¿ user error. The root cause of the device not impacting was not determined.